Manufacturer narrative:
A siemens field service engineer (fse) went on site and performed a background wet/dry evaluation that failed. Service decontaminate the acid/bas and replaced with fresh fluids. Service found the sample syringe was not moving properly. The sample syringe was replaced. Service found some bubbles in the dispense port 3 water line and replaced the d3 5 ml plunger. The probe alignments were adjusted. No conclusions can be drawn. Siemens continues to monitor the site and is working with the customer to go back on site to continue to evaluate the system. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed two elevated advia centaur cp troponin ultra results that were not reproducible. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible advia centaur cp troponin ultra results.

Manufacturer narrative:
MDR 1219913-2015-00148 was filed on september 16, 2015 reporting two elevated advia centaur cp troponin ultra results that were not reproducible. MDR 1219913-2015-00148 supplemental report 1 was filed on october 23, 2015 providing additional information. December 09, 2015. Additional information: siemens service personnel went on site several times and performed service and troubleshooting. Siemens replaced the wash station, luminometer and the peristaltic pump. Siemens tested forty replicates of the low calibration, low quality control material and a negative patient pool and all results were acceptable. No conclusions can be drawn. The customer does not adhere to sample tube manufacturer's recommended handling. While root cause cannot be determined, preanalytical sample handling cannot be ruled out.

Manufacturer narrative:
MDR 1219913-2015-00148 was filed on september 16, 2015 reporting two elevated advia centaur cp troponin ultra results that were not reproducible. October 23, 2015: additional information: the siemensservice personnel performed a decontamination of the system and used fresh di water on the system. Issue was not resolved. Siemens continues to troubleshoot with the customer.